Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The wife of a customer reported via phone call that the insulin pump alarmed no delivery. The customer indicated that they had low and high blood glucose, however, their blood glucose at the time of incident was 60 mg/dl. Customer also indicated that their blood glucose went to 381mg/dl. The customer indicated that there was an air bubble in the reservoir but it cleared after a set change. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer declined to troubleshoot for their blood glucose.